Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the guidewire was allegedly brittle and broken. It was further reported that the guidewire was unable to remove. Reportedly, the guidewire was removed with cannula. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No photos were not provided for review. Therefore, the investigation is inconclusive for the reported difficult to remove, guidewire stiff and fracture issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the guidewire was allegedly brittle and broken. It was further reported that the guidewire was unable to remove. Reportedly, the guidewire was removed with cannula. The procedure was completed by using another device. There was no reported patient injury.